Event description:
Customer reported paramedics were called to assist with her low blood glucose. Customer stated this issue occurred due to her correcting with the sensor reading versus the blood glucose reading.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.